Event description:
It was reported that a user with dementia repeatedly removed the ilet components and sensor/tubing, resulting in prolonged hyperglycemia up to 341 mg/dl followed by a hypoglycemic episode to 61 mg/dl. All infusion and sensor supplies were replaced with guidance to change everything after the removal, and glucose was around 238 mg/dl. Symptoms included hypoglycemia, hyperglycemia, confusion/disorientation, and fatigue. Outcomes included missed insulin doses and minor injury of hypoglycemia treated with oral glucose. Investigation included communication with the caregiver and analysis of information provided by the user¿s representative. Investigation of this case revealed no device malfunction, a usage problem related to removal of therapy components, and an improper or incorrect use procedure, with the implicated device component identified as the pump system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.